Event description:
It was reported that during a right upper lobectomy procedure on the seventh firing with a green reload the device would not fire. The device was removed from the patient and reloaded with blue reload. While the surgeon was inserting the device back into the patient¿s chest, the surgeon nicked the proximal pulmonary artery causing injury and bleeding. The surgeon applied pressure and called his partner. Between the surgeon and his partner the injured artery was cut and sutured. There was no transfusion required. The surgeon cut the rest of the bronchus and sutured. A second device was pulled with, blue cartridge and the procedure was completed with no further patient injury.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.